Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: the calibration was out of specifications. The rpms were on the low end of the spec. And the motor ran erratically. The device was a tier 3 repair. The motor, poppet assembly, eccentric shaft, reciprocating arm and various bearings were replaced. The device was tested and calibrated. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended. Complaint trending procedure for any adverse trends that may require additional actions.

Event description:
It was reported that initially the device had preventive maintenance. Later it was noticed that the unit required repair. Per the investigation, the calibration was out of specifications. The rpm's were on the low end of the specifications, and the motor ran erratically. No adverse events were reported as a result of this malfunction.